Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. Rep notes on the implant sheet report "liner exchange. Patient developed a hematoma, which was drained. Insert was upsized for stability reasons".